Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument could not be pulled out, and the end of the instrument was broken after being pulled out with external force. There was no report of any fragments falling inside the patient. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.095¿ x 0.143¿ was not returned with the instrument. The common cause of the broken main tube is typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. An isi failure analysis engineer (fae) reviewed the submitted image and video. The following additional information was provided: "it looks like the proximal clevis has been dislodged from its normal position on the main tube. It¿s difficult to tell if the conductor wire insulation is damaged. I agree it looks like it may possibly be a reflection. The instrument would need to be returned to be certain." This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the fenestrated bipolar forceps instrument main tube. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy. The port incision was increased to remove the fenestrated bipolar forceps instrument and the cannula together.

Event description:
Refer to h10/h11 for follow-up information.